Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's display screen did not light up. The generator has not been returned for service. There was no patient involvement.

Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the display's top section was blank and attributed it to the display cable not having been plugged into the main board. It was additionally noted that the display flex cable was damaged, the upper case was cracked at the bosses and the hanger assembly was cracked. All found defective parts were replaced and all other identified issues were resolved. Inspected electrical and mechanical parts, re-calibrated and functionally tested the device and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.